Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient had a left dfr in (B)(6). The 75x18, 34 sleeve, x-small femur and poly. Subsidence of femur with dislocation of poly from the tibial tray. Patient was revised to cemented dfr. It was also stated that there was loosening of unknown components at non cemented interface. Doi: (B)(6), dor: (B)(6) 2018; left knee.